Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a day post implant procedure, chest x-ray was performed and discovered the patient had developed pneumothorax and pleural effusion. The patient was asymptomatic and the symptoms appeared to be resolving spontaneously without performing any intervention.